Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead defibrillation coil impedance increasing to 102 ohms. The trend showed a baseline of 77 ohms and since the month prior there were occasional measurements near 100 ohms, but it was again at 77 ohms. The alert threshold was reprogrammed. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The lead was returned with information indicating the patient is deceased. No further information was provided. Additional information was requested related to the date of death and/or cause of death and is not available.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.